Event description:
Customer reports that the device will display a result in mmol/l, but the voice unit will speak the result in mg/dl. The device memory only displayed results in mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.